Event description:
It was reported that the customer was having problems with his insulin pump and has been in the emergency room due to high blood glucose over 500mg/dl. The spouse stated that after a few hours of customer's being home his glucose level went back up again, he had not eaten anything, and he may have bad insulin. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The wife stated that the insulin pump was not delivering insulin into his body because the cannula was not inserted properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.